Event description:
The customer tested his blood glucose and received a reading of 106 mg/dl using his contour meter. He retested using another meter and received a reading of 290 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned for evaluation at this time.